Event description:
On (B)(6) 2011, pt reported he was hospitalized for hypoglycemia around (B)(6) 2010. Pt does not known what hid blood glucose was and was unable to remember all of the details of the event. His wife inserted sugar water into an eye dropper and inserted that into his mouth, and pt woke up in the hospital. Pt believes he might have gotten too much insulin due to his basal rates being programmed too high. Pt reported that he adjusts his own basal rates. Normal blood glucose range is 120-180 mg/dl. No product concerns were noted during troubleshooting. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.